Event description:
It was reported that a 3300tfx-25mm aortic bioprosthetic valve was explanted at implant and replaced with same model/size valve. The valve was implanted and after the echo was reviewed, it was noted that the valve appeared to be oriented incorrectly. The surgeon believes that the valve may have been on the holder incorrectly and has requested a replacement valve. The operative report received does not mention any details about this valve explant at implant. It is noted that the replacement implant (2nd device) was successful and the patient left the or in stable condition. Additional clarification received indicates the valve struts were oriented incorrectly.

Manufacturer narrative:
Method: device evaluation begun, not yet completed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards' device evaluation results and conclusions will be reported once completed.

Manufacturer narrative:
(B)(4). Evaluation summary: as received, leaflet 3 was in an open like position, possibly due to explant. Suture holes were detected in the sewing ring. The holder was also returned, but detached from the valve. No inconsistencies detected in the holder. No inconsistencies detected in the leaflets, and the x-ray indicates the wireform is intact. Since the holder was detached and returned separately from the valve, it is not possible to confirm the orientation of the valve during implant. However, during the edwards' manufacturing process, each valve and holder assembly is 100% visually inspected for correct alignment. Per general inspection specifications for pericardial heart valves, each valve holder attachment must be on securely and visually parallel to the stent posts. The monofilament sutures securing the holder must exit the apex of the commissure cloth cover to prevent distortion. The sizing of the holder is inspected to ensure proper clearance between the legs and tissue. The knots of the sutures are also inspected for looseness and for any interference with the cutting cradle. If the holder attachment is not aligned with the device or symmetrical to the stent posts during inspection, it is removed and correctly re-attached in accordance with aortic valve holder commissure and cusp assembly procedures. The device history record review confirms the device in question passed these inspection points for product release. Additional manufacturer narrative: the reported holder/valve orientation issue could not be confirmed by product evaluation. Review of manufacturing records reveals no information to suggest a device quality deficiency.